Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a ballooning procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous iliac artery. On the first inflation the f/g, sterling, mr, 5.0 x 20/135 (4f) balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. No patient complications were reported and the patient's status is good.